Event description:
The needle broke. There was the possibility that the needle remained in the patient's body. An examination of an x-ray, eco and palpation were conducted by the physician. The needle could not be found.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).